Event description:
It was reported that pump displayed malfunction alarm with code ¿malf 0¿ and associated fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience repeat malfunction after reset, was advised to continue using pump and to call back if alarm recurred, and acknowledged understanding of these instructions.